Event description:
It was reported the device had indicated vacuum problems several times. There was unknown patient involvement.

Manufacturer narrative:
E1 phone: (B)(6). One device was received for evaluation. Visual inspection found the device to be in worn condition. 'Upstream occlusion' alarms were found in the event history log. Functional testing was able to verify the reported problem. The pump's uso-sensor is stuck at 2500mv. The root cause was unable to be established. The uso sensor seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.